Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A steerable guide catheter (sgc) was inserted into the left atrium (la), and after the dilator and super stiff wire were removed, a 3 mm linear object was confirmed on transesophageal echocardiography (tee) at the tip of the sgc. It was noted that the act at that time was 308 seconds. Heparin was then administered, and to remove the object, aspiration was performed. It was noted that it was suspected that the object was not a blood clot, but rather a tissue fragment. The sgc was removed from the patient. After the sgc was removed from the patient, the tip of the sgc and the blood inside were drained and checked, but no object was confirmed. A new sgc was inserted, and the procedure was continued. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A steerable guide catheter (sgc) was inserted into the left atrium (la), and after the dilator and super stiff wire were removed, a 3 mm linear object was confirmed on transesophageal echocardiography (tee) at the tip of the sgc. It was noted that the act at that time was 308 seconds. Heparin was then administered, and to remove the object, aspiration was performed. It was noted that it was suspected that the object was not a blood clot, but rather a tissue fragment. The sgc was removed from the patient. After the sgc was removed from the patient, the tip of the sgc and the blood inside were drained and checked, but no object was confirmed. A new sgc was inserted, and the procedure was continued. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.